Manufacturer narrative:
Product complaint # (B)(4). Attempts to obtain the following information have been made and no response to date. If further details or the device are received at a later date a supplemental medwatch will be sent. What is the physicians opinion of the contributing factors to the reaction as (B)(6) was diagnosed? Does physician feel dermabond advanced contributed? Please indicate any medical or surgical interventions performed. Please describe how was the adhesive was applied. What prep was used prior to, during or after dermabond advanced use? Have there been any change in prep used at your facility? If so, what? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive to pressure sensitive adhesives? What is the most current patient status? Is the product or representative sample (product from the same lot number) available for evaluation? Patient demographics: initials / ID; age or date of birth; bmi; weight? Patient pre-existing medical conditions (ie. Allergies, history of reactions) was prineo/demabond or skin adhesive used on the patient in a previous surgery or wound closure? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent a robotic total laparoscopic hysterectomy on (B)(6) 2020 and topical skin adhesive was used. The patient presented with reaction 2 days post op with swelling and redness along the incision site. Patient was given steroids which did not improve the situation initially. Patient was then admitted for three days and the incisions were swabbed and the culture came back as mrsa. Patient was inpatient for 3 days and was treated with IV antibiotics and discharged on oral antibiotics. Patient is actually better, a few days after surgery, it was more diffuse, macular papular she was given a medrol pack. Patient doing well now. Dr. Stated wasn¿t sure if it was a reaction to the adhesive or chlorohexidine prep. No product to be returned. Additional information was requested.